Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 21119826. Medical device expiration date: 17-nov-2024. Device manufacture date: 11-nov-2021. Medical device lot #: 21079055 . Medical device expiration date: 12-july-2024. Device manufacture date: 09-july-2021. Medical device lot #: unknown . . Medical device expiration date: unknown . Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd alaris extension sets were clogged. The following information was provided by the initial reporter: tubing was found to be defective while prepping the tubing. I have 5 sets that will not prime.

Manufacturer narrative:
Investigation summary: two used samples model 30914 with an unknown lot were returned by the customer. The sets were examined for defects and abnormalities. Excess solvent was seen near the male luer for one of the sample. No defects or abnormalities for the 2nd sample a quality notification was sent to the manufacturer. The manufacturer will review the air fixtures and flow test. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that 5 bd alaris extension sets were clogged. The following information was provided by the initial reporter: tubing was found to be defective while prepping the tubing. I have 5 sets that will not prime.